Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the functional board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burn damage to a cable connection on the functional board. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) reported that burn damage was found at the cable connection of the functional board of a 2008t hemodialysis (hd) machine. The fst was initially called onsite by a biomedical technician (biomed) when the usb port on the machine would not work. The biomed attempted to update the machine and inserted a thumb drive into the usb port, and the machine displayed an error message and the update would not complete. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,804 hours. The fst replaced the usb front port card to resolve the reported issue and replaced the functional board after finding the burn damage. Additional information was requested, however a response was not received. It was not initially reported that there was damage observed on any other components, or any other additional issues, associated with the burned functional board. No parts are available to be returned to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) reported that burn damage was found at the cable connection of the functional board of a 2008t hemodialysis (hd) machine. The fst was initially called onsite by a biomedical technician (biomed) when the usb port on the machine would not work. The biomed attempted to update the machine and inserted a thumb drive into the usb port, and the machine displayed an error message and the update would not complete. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,804 hours. The fst replaced the usb front port card to resolve the reported issue and replaced the functional board after finding the burn damage. Additional information was requested, however a response was not received. It was not initially reported that there was damage observed on any other components, or any other additional issues, associated with the burned functional board. No parts are available to be returned to the manufacturer for physical evaluation. A fresenius field service technician (fst) reported that burn damage was found at the cable connection of the functional board of a 2008t hemodialysis (hd) machine. The fst was initially called onsite by a biomedical technician (biomed) when the usb port on the machine would not work. The biomed attempted to update the machine and inserted a thumb drive into the usb port, and the machine displayed an error message and the update would not complete. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,804 hours. The fst replaced the usb front port card to resolve the reported issue and replaced the functional board after finding the burn damage. Additional information was requested, however a response was not received. It was not initially reported that there was damage observed on any other components, or any other additional issues, associated with the burned functional board. No parts are available to be returned to the manufacturer for physical evaluation. The fst clarified in a followup response that the burn damage was located on the functional board at the usb front card connection. The fst stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the damage found on the functional board. The fst confirmed that there were no visual indications of burn damage on the usb front card, however the part required replacement as it was not functional. The usb front card and the functional board were the original parts inside the fresenius machine. The fst stated that the functional board was returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a usb front port board (with cable) and a functional board were returned to the manufacturer for a physical evaluation. No discrepancies were found during the inspection of the front port board (with cable). A test clic device was able to verify on a test hemodialysis machine with the received usb front port board (with cable) installed. An inspection of the received functional board found thermal damage to the ferrite chip bead l16 and damaged tracing. No damage was observed to the connector for the usb port board¿s cable (p41). A test machine powered up without alarms or failures with the received functional board installed. A test clic device was unable to power on while connected to the test machine with the received functional board installed. Ferrite chip bead l16 is part of the usb circuit. The damage component and tracing will cause the usb port not to function. Further testing could not be done due to the damaged tracing. The investigation was able to confirm the reported issue.

Manufacturer narrative:
Correction: b5.

Event description:
A fresenius field service technician (fst) reported that burn damage was found at the cable connection of the functional board of a 2008t hemodialysis (hd) machine. The fst was initially called onsite by a biomedical technician (biomed) when the usb port on the machine would not work. The biomed attempted to update the machine and inserted a thumb drive into the usb port, and the machine displayed an error message and the update would not complete. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,804 hours. The fst replaced the usb front port card to resolve the reported issue and replaced the functional board after finding the burn damage. Additional information was requested, however a response was not received. It was not initially reported that there was damage observed on any other components, or any other additional issues, associated with the burned functional board. No parts are available to be returned to the manufacturer for physical evaluation. A fresenius field service technician (fst) reported that burn damage was found at the cable connection of the functional board of a 2008t hemodialysis (hd) machine. The fst was initially called onsite by a biomedical technician (biomed) when the usb port on the machine would not work. The biomed attempted to update the machine and inserted a thumb drive into the usb port, and the machine displayed an error message and the update would not complete. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,804 hours. The fst replaced the usb front port card to resolve the reported issue and replaced the functional board after finding the burn damage. Additional information was requested, however a response was not received. It was not initially reported that there was damage observed on any other components, or any other additional issues, associated with the burned functional board. No parts are available to be returned to the manufacturer for physical evaluation. The fst clarified in a followup response that the burn damage was located on the functional board at the usb front card connection. The fst stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the damage found on the functional board. The fst confirmed that there were no visual indications of burn damage on the usb front card, however the part required replacement as it was not functional. The usb front card and the functional board were the original parts inside the fresenius machine. The fst stated that the functional board was returned to the manufacturer for a physical evaluation.